Event description:
It was reported that a patient presented with premature battery depletion noted on the patients' implantable cardioverter defibrillator. The right ventricular lead exhibited low pacing impedance and the atrial lead exhibited over-sensing of noise resulting in inappropriate automatic mode switch. The physician alleged insulation damage on both leads. The leads and device were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of insulation damage was confirmed but low pacing impedance was not confirmed. As received, a partial lead was returned in two pieces. Visual examination found internal insulation abrasion between the right ventricular and superior vena cava shock coils breaching the ring electrode cable lumens with intact etfe cable coating. External insulation abrasion was also found proximal to the superior vena cava shock coil consistent with friction to the device can breaching the superior vena cava lumens with the etfe cable coating intact. The cause of the reported event of insulation damage was due to insulation abrasion. No indication of conductor fractures and internal shorting was due to procedural damage.